Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced an unspecified injury, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as hypoxia hypercapnic respiratory failure, septic shock secondary to aspiration pneumonia, and pancreatic mass with gastric outlet obstruction. Related to MFR report # 2183959-2014-67752.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.